Manufacturer narrative:
The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis. The pump was explanted and replaced with an impella 5.5.